Event description:
The hcp reported the pt experienced "no efficacy" with the pump. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.